Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of a revision procedure due to personal injury. A review of invoice history confirms that total hip arthroplasty procedure occurred on (B)(6) 2008 and that a revision procedure was performed on (B)(6) 2012. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain and stiffness. The operative notes confirm that the acetabular cup, modular head and taper insert were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain and stiffness. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain."

Manufacturer narrative:
This follow-up report is being filed to relay further patient information which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2008. A subsequent revision procedure occurred on (B)(6), 2012 for unknown reason. Additional information received in patient medical records indicates that the revision procedure that took place on (B)(6), 2012 was due to pain and stiffness. The operative notes confirm that the acetabular cup, modular head and taper insert were removed and replaced. Additional information from legal counsel for patient reports patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff&#38112;complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2008. A subsequent revision procedure occurred on (B)(6) 2012 for unknown reason. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.